Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) reset the pacing rate to nominal settings. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there were errors in the log associated with the external pulse generator (epg) resetting to nominal settings. It was also noted that the right battery latch was not always latched when the battery drawer was closed. The epg's firmware was updated and the battery drawer and latch were replaced. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.